Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the circular seal was cut. The obturator, lock collar, trocar balloon and valve seal all appeared intact. The insufflation bulb was not received. The inflation syringe was not received. Pmv performed functional testing; using a test syringe the trocar balloon was inflated no leaks detected. The hole was covered, and the dissector balloon was inflated using a test insufflation bulb, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, the balloon did not inflate. The balloon had a leakage due to a hole. A new unit was opened to complete the case. There was no reported patient injury.